Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported her first trial had not worked because the lead had moved. This was noted to have occurred 3-4 months ago ((B)(6) 2016).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.